Event description:
It was reported that the patient implanted with this pacemaker and right atrial (ra) lead experienced a syncopal episode while using a saw and cut their hand. The patient received stitches. Review of stored device memory noted stored atrial tachy response (atr) episodes from the date of the syncopal episode that showed noise and oversensing on the ra channel, with one of the episodes lasting 29 minutes. The patient was noted to be 98 percent atrial paced. No subsequent episodes of noise were noted. No additional adverse patient effects were reported. This product remains implanted and in service.